Manufacturer narrative:
The concerned evita xl was investigated on site and the device failure log was downloaded and analysed by the MFR. The investigation came to the result that during a situation of increased power demand the power supply was not able to deliver the specified internal oc voltage. The increased demand occurred due to a short term sticking or rough running of an internal valve, which was polluted with particles form the external gas supply. The evita xl reacted as specified for this situation and performed a warmstart to continue ventilation. During the warmstart, which lasts about 8 sec, the evita xl generates optical and acoustical alarm and opens the breathing system to atmosphere to allow spontaneous breathing. The power supply was replaced and the evitaxl was returned into service. No further measures are planned.